Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2009. My confirmed occluded hsg was on (B)(6) 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2009 and continues to this day. This is a list of my side effects and symptoms that I have experienced due to essure: chronic back pain, chronic hip pain, degenerative disc disease, loss of curvature in lumbar spine, chronic pelvic pain, abdominal spasms, heavy periods, periods too frequent, excessive and large clotting, severe cramping, cervicitis, discharge, unexplained sudden fevers, sweating, anxiety, panic attacks, brain fog, stomach pain, bloating, constipation, hemorrhoids, weight gain, worsened allergies, skin problems, dizziness, vision problems. My pain and other problems began right after implantation with the device. My symptoms were finally severe enough to land me in the e.r. For the first time on (B)(6) 2009. I had to be put on strong progesterone at first, and then had to be put on maintenance hormonal birth control pills for all these years since. The symptoms and pills and ER visit also forced me to stop breastfeeding my youngest daughter at the time. I have been seen by over 4 doctors recently. An ob/gyn dr, a clinic dr, an ER dr, and a chiropractor. X-rays on 2 different dates both may show a migrated/curved up coil with one coil tip possibly frayed/separated. Ultrasound could not show coils. I am awaiting a follow up visit with my ob/gyn in a few weeks. I am ineligible for an ablation and my only relief from this device may be major surgery via bilateral salpingectomy and hysterectomy to completely remove the imbedded coils. The device is still inside of me as of today, (B)(6) 2015, and I suffer with it every day. My children and family and marriage have all suffered with me. My youngest daughter, whom I was breastfeeding concurrently while implanted with essure for several months, also suffered with asthma and allergies and ear infections her entire first year of life. I have since learned that essure contains a high amount of nickel, and also pet fibers. Therefore not only are the sharp metal coils physically damaging me and causing pain, but the contents/components could be toxic in the human body. No nickel sensitivity test was performed on me prior to implantation.